Event description:
A defibrillator malfunction at the scene of an emergency. The pt went into cardiac arrest and was given CPR prior to rptr's arrival. On arrival rptr attached defibrillator - zoll m series - to the pt using multifunction electrodes and an anterior/posterior electrode placement. The defibrillator fired the first time at 200 joules, after that rptr received a dashed line on the screen and a prompt of check pads. The electrodes were replaced with another set and the same prompt was seen.